Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope had malfunction of zoom/ focus switching function. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle has foreign objects. The customer cleaned, disinfected, and sterilized the device before sending it to olympus. It is unknown what the foreign material is. There was no delay in the start of precleaning. The air/water nozzle was flushed with air and water. There were no abnormalities in the accessories used for reprocessing. Ther air/water nozzle was flushed with detergent solution. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The evaluation found due to damage on zoom, zoom does not work smoothly. Furthermore, the following additional issues were identified during inspection: nozzle has foreign objects, due to wear of angle wire, bending angle in up direction does not meet the standard value, due to wear of angle wire, the play of up/down (u/d)knob is out of the standard value, deterioration/damage of adhesive (due to chemical/physical stress, adhesive around objective lens is peeled, light guide lens has discoloration plastic distal end cover has a scratch, connecting tube has a scratch, connecting tube has a wrinkle, sc cover unit has a scratch, forceps elevator (fe) lever has a scratch, fe knob has a scratch, right / left knob has a scratch, u/d knob has a scratch, connecting tube has a scratch, switch box has a scratch, switch box has a scratch, universal cord has a wrinkle, universal cord has a scratch, grip has a scratch, suction cylinder is shaved, control unit has discoloration, control unit has a scratch, and a connecting tube has a wrinkle. DHR review confirms that the device was shipped in accordance with specifications. It was confirmed that there was no non-conformity of the device during manufacturing. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.